Manufacturer narrative:
Further investigation revealed a broken ball bearing and a corroded motor assembly. The corroded motor assembly was identified as the probable cause of the failure since an intermittent connection at the analog ground pin may result from this corrosion and cause the device to run on its own w/o activation. The device was repaired and returned to the customer.

Event description:
The remb oscillating saw was sent in for repair and it ran on its own w/o activation during testing. There was no pt involvement; no adverse event was associated with the device.